Event description:
The customer reported that the packaging was damaged. The customer further reported that the outer box was fine but when opened the inner packaging was damaged. The customer added that he believes this may compromise the sterility of the product. No adverse consequences were reported.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.